Event description:
A customer contacted baxter to report a cracked minicap with iodine leakage. There was patient involvement but no patient injury or medical intervention

Manufacturer narrative:
(B)(4).a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the sample was not returned to baxter, therefore no evaluation or batch review could be performed.a follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The leak could not be confirmed and a cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.